Event description:
Caller reported a malfunction on pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted in resetting the pump and informed to continue using it, with instructions to call back if the malfunction recurs, which the caller acknowledged and understood.